Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of approximately 47 months, rv thresholds of 5-7.5v @ 1.0ms, and sensing between 0.8-1.0ms. Was reported. The clinician suspected overpacing due to undersensing. This lead remains implanted at this time.